Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm513.2 implantable collamer lens of a -8.5/2.5/051 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. It is reported that the lens may have a high vault and possibily rotated.